Event description:
The patient reported of no positive results since the implant of the pacemaker. Attempts to obtain additional information from the patient's physician were made; however, these attempts were unsuccessful. The device remains actively implanted with no report of any consequential actions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.